Manufacturer narrative:
Qc was within established ranges before the event.a field service engineer (fse) was dispatched and replaced the stirrer motor to resolve the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems for four patients. The original specimens were re-tested and higher results were generated. The original results were reported out of the lab, and amended. There was no change to patient treatment.